Event description:
Pt presented to ed with abdominal pain and per protocol, IV access was performed. A 20 gauge angiocath was inserted in the pt's antecubital area and a saline lock was placed. Md ordered a CT of the abdomen with oral contrast and IV contrast. CT technologist began using a power injector to insert the IV contrast (optiray). The injector was connected to the extension set. The tubing of the extension set ruptured during the process of administration of contrast. Staff immediately intervened and there was no injury to the pt. Investigation (telephone call to company rep) revealed that this saline lock is not recommended for use with power injectors because it can't withstand 300 psi. Second extension set also ruptured. Staff again immediately intervened and there was no injury to the pt. The pt had received sufficient contrast to be able to complete the study. Individual packaging reads, "before using, confirm compatibility and flow with connecting device. See insert." The insert (product compatibility notice) is one insert in a box of many and the individual sets are placed in the pyxis machines. The ed nursing staff nor the radiology staff was aware that these extension sets were not safe for use with a power injector.